Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a moderately calcified lesion in the lad with 70% stenosis and moderately tortuous vessel but the stent could not cross and the shaft kinked. It was reported that the lesion was not pre-dilated and resistance was felt at the lesion. Patient was treated with another stent. Evaluation summary: the distal tip was flared and damaged. The hypotube was kinked under the strain relief and the distal shaft was pinched proximal to the balloon bond. The stent was positioned on the balloon between the inner markers. Crimp impressions were still visible on the balloon surface. Struts on the 8th proximal segment were raised and damaged, and the struts on the 9th proximal segment were raised and pulled distally. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (failure to deliver and stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 70% stenosis, moderate tortuosity and moderate calcification. (Deformation problem). (Failure to follow instructions) ¿ IFU suggests to pre-dilate the lesion. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 70% stenosis, moderate tortuosity and moderate calcification. Inherent risk of procedure ¿ (failure to deliver and stent deformation). (Failure to follow instructions) ¿ IFU suggests to pre-dilate the lesion. (B)(4).